Event description:
This follow-up report is being filed to relay that the previous report submitted on january 26, 2024, was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920-2024-00088.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on january 26, 2024, was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920-2024-00088.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00267 0001822565 - 2024 - 00268 0001822565 - 2024 - 00269. G2: foreign: united kingdom no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently the patient underwent a revision approximately 3 years later due to unknown reasons. Attempts have been made and no further information has been provided.